Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same procedure due to perforation from the strut. It was identified, through review of source documentation provided, that the patient presented with native mitral valve stenosis and regurgitation with calcification requiring mitral valve replacement. After implantation of the 25 mm edwards valve, there was ventricular bleeding after weaning the patient off cardiopulmonary bypass (cpb). Patient was placed back on cpb to attempt suture repair of the posterior ventricular bleed. Prosthetic valve sewing ring was intact with no evident leak. Patient weaned off cpb again with the bleeding continuing posteriorly. It was noted that the tissues were not particularly strong. The valve was explanted. The tear was noted to be very irregular. The tear was closed with pericardial patch and a 21 mm st. Jude valve was implanted. Unfortunately, there was acute aortic dissection after removal of cross-clamp. It was felt that the situation could not be remedied since the patient was on cpb for an extended period. It was noted that they could not cannulate superiorly as the innominate was calcified in the entire aorta. Already in femoral cannulation, this was perhaps the etiology of the dissection. After discussion with the patient's family, support was ceased and the patient expired.

Manufacturer narrative:
It was reported that patient experienced ventricular bleeding from strut perforation. Unfortunately, the root cause of this event cannot be confirmed with the absence of the subject device and cardiac imaging. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause could not be confirmed, it appears that this event was likely due to patient and procedural related factors. The operative report documents that the patient's tissues were not particularly strong. Debridement of calcification in the annulus was also noted to be difficult. The valve was found to be intact with no evident leak during examination. It was also reported that the patient expired from aortic dissection as a result femoral cannulation. There have not been any allegations that the edwards valve caused or contributed to the patient's death. No further actions are possible with the available information.